Manufacturer narrative:
Sciton contacted the administrator who presented this complaint on (B)(6) 2008. The primary concern was the way in which the training was conducted and the administrator requested that we consider alternate clinical trainer for their practice should they require training in the future. The user indicated that they are satisfied with their profile bbls. There is no evidence that there was a device malfunction. No further adverse events have been reported by this practice.

Event description:
A pt, who is also a staff member at this practice, reportedly developed blistered areas shortly after a treatment during a training session for profile bbls conducted by sciton's clinical staff.